Manufacturer narrative:
Mentor received additional event information that the suspect medical device has been discarded. As a result, the mentor failure analysis lab completed the evaluation based on photographic evidence provided of the suspect medical device. Photographic evidence evaluation summary: upon visual evaluation of the image provided in the complaint, two devices were found labeled as left and right. The left side appeared with no visual anomalies. The right side was observed deflated. As the product involved in this complaint was not received, the device couldn't be analyzed according to our procedures. Although the product was not received, the manufacturing records of the lot-serial number provided were identified. The manufacturing records were reviewed, and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Deflation complaint information is consistently analyzed and monitored by mentor quality assurance to determine when further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent a breast augmentation primary with 475cc mentor smooth round moderate profile saline breast implant has experienced postoperative right-sided implant deflation, confirmed by a physician. As a result, the patient is scheduled to undergo bilateral explantation without replacement on (B)(6) 2020.